Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Gyn laparoscopic diagnostic - "when the bag was deployed the prongs seemed to not be effective and the bag fell off of the prongs as soon as it was introduced." Additional information received via email from applied medical team member, february 2, 2017: "unfortunately I was not present at the case and when talking to staff it wasn't very clear exactly what happened. It sounds like the bag fell off during deployment and that the prongs did not fully open. (Could possibly be that the bag fell off and then the prongs were not advanced further, I'm not sure). It did not have to do with unrolling the bag after deployment as well as I do not believe excess force was applied." Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.